Manufacturer narrative:
The ge service rep found and replaced the broken wire in the high voltage cable assembly to iris collimator motor. He repaired and tested the system. The system is working as intended.

Event description:
The customer reported that the system displays the message "collimator stuck" during boot up.